Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, surgical/percutaneous intervention may be indicated or required. The device was returned and product evaluation is ongoing. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted.  The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic valve, implanted nine (9) years and six (6) months, was explanted due to aortic stenosis. The device was explanted and replaced with another 19mm aortic valve with no adverse events. The patient status was reported as ¿recovered¿. As reported pannus was observed on the left coronary cusp (lcc) of the explanted valve. CABG with two rami was performed. There was no allegation of device malfunction.

Manufacturer narrative:
Product evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and minimal calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­4mm on leaflet 3 at the inflow aspect and 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the both the inflow and outflow aspects. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. All three leaflets were thickened and swollen near the commissures. Sewing ring was cut off around the valve and was not returned. Cut off sewing ring exposed the wireform around the valve on the inflow aspect and wireform was also exposed around leaflet 3 on the outflow aspect.  Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.  The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 19mm aortic valve, implanted nine (9) years and six (6) months, was explanted due to aortic stenosis, pannus, and calcification. The device was explanted and replaced with another 19mm aortic valve with no adverse events. The patient status was reported as ¿recovered¿. As reported pannus was observed on the left coronary cusp (lcc) of the explanted valve. CABG with two rami was perfomed. There was no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.